Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the inductive on the joystick is bad. No further information was provided.